Manufacturer narrative:
The device was reported by the user facility to later have power when switched on. A representative was sent by the manufacturer to the user facility to investigate the report, and the loss of power could not be replicated; the device power was switched on and off with no detected problem. The device was therefore not returned to the manufacturer service center for testing and was put back into service at the user facility.

Event description:
It was reported that the fuse box powered off during a case and could not be powered back on. According to the report, there was no injury or other adverse health consequence to the patient.